Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient¿s implantable neurostimulator (ins). Caller said patient¿s (pt) ins is non-operational. No additional information was available. The possibility of overdischarge was reviewed and it was recommended pt follow up with managing hcp to check device and determine MRI eligibility. No patient symptoms were reported.